Event description:
Customer's father reported needle break inside his son body. Blood glucose value: 89 mg/dl last time, about 600 mg/dl before. Father did not have access to the child during call. Father already took out infusion set, needle leaved in the body. Pt was not under anesthesia. Father is a hcp; pt was not hospitalized and did not fell pain. There are multiple lot numbers given: # 5040467, 5034327, 5023463, 5047582, 5028965.

Manufacturer narrative:
Damages to the steel introducer needle can occur during several steps in mfg. To prevent systematic failures during mfg, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications. Furthermore, during use the pt could accidentally damage the steel introducer needle. Possible causes to broken or damaged needles could be alteration of the steel introducer needle angle, storing the blister packs unprotected, using wrong insertion techniques or choosing infusion sites other than those recommended.